Manufacturer narrative:
Complaint evaluation: the bench technician evaluated the device. The prober testing procedure was found not being used by the customer. With this particular device it is needed to run this test with the defibrillation electrodes instead of with the paddles because it has the pacemaker function, which can only be performed with these electrodes and it is a mandatory part of the operational check. Therefore, if the user trys to run the operation test with the paddles, the rfu indicator is indicating a red cross, customer resolution and conclusion: the evaluation of the device finds the user not performing the testing correctly. The customer was informed on how to perform the testing per requirements. The device pasted testing was put back into use.

Event description:
It was reported to philips that the device has a red x at right top of device. There was no patient involvement.